Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported, a left side deflation. Device explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation based on the product analysis performed, the assessments of the complaints are: deflation: observed delamination total of the valve (adhesive failure).

Event description:
Healthcare professional reported a left side deflation. Device explanted.